Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm within 40 seconds. The device was removed using the usual method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).